Manufacturer narrative:
Product received on: 14nov2019. Investigation evaluation: a visual inspection, dimensional verification, and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one catheter and flexible stiffener to cook for investigation. Physical examination of the returned device showed biomatter on both devices. Both the flexible stiffener and catheter were cut into two sections. The flexible stiffener¿s proximal section measured 23.6 cm, with 11.7 cm of accordioned material at the hub. The distal section measured 29.7 cm with hemostat marks located at 5 mm and 3 cm from the proximal end. The catheter¿s proximal section measured 15.9 cm, and the distal section measured 28 cm from the separation. The distal section of the flexible stiffener was inserted into the distal section of the catheter without difficulty. All dimensions deemed relevant to the reported failure were analyzed and determined that the device was manufactured within specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record for the complaint lot and relevant subassemblies found one non-conformance related to the reported failure mode during manufacturing, however all nonconforming product was disposed of during the inspection process. A database search revealed no other complaints have been reported for the device lot. At this time, there is no evidence suggesting nonconforming product from this lot exists in house or out in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not upset he product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ it is possible that the biomatter found in the catheter hub and/or not keeping the suture taught during advancement caused the resistance, but this cannot be confirmed. Based on the information provided, the examination of returned product and results of the investigation, it was concluded that a component failure without a manufacturing or design defect is what most likely contributed to the failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown procedure. Prior to insertion, the operator noticed the "blue inner stiffener was difficult to advance". With some resistance, the blue inner stiffener was inserted into the catheter. While deploying the catheter in the renal pelvis, "the pigtail catheter would not slip off the inner stiffener". The inner stiffener was withdrawn with "a great deal of force". The stiffener fractured and was left within the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.